Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The battery door is damaged. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was found in the event log but was a transient error of an unknown cause. The error code was cleared and no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device gave an error 42224 alarm. No further information is available.